Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Patient came in emergently with pain in the quadrant and abdomen. Computed tomography (CT) revealed a type 3b endoleak and sac growth. Physician elected to reline the graft with a competitor device to seal the endoleak. Patient is in stable condition.